Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as crystal failure - x1. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Air entered the cartridge after administering a bolus during a routine hemodialysis treatment. Due to air in the venous line, treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. The pt was started on IV iron. No other medical intervention was required.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch ultraeasy meter was reading inaccurately high compared to her feeling. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests six to eight times a day and manages her diabetes with an unspecified dose of novorapid insulin during the day and protaphan insulin in the evening. The patient alleged that the issue began on (B)(6) 2010 between 9-10am. The patient reportedly obtained a blood glucose result of "210mg/dl" with the subject meter. In response to the reported reading, the patient stated she increased her insulin to 3 units shortly after testing (patient's normal dosage is not specified) and consequently, the patient claimed she developed symptoms of heart palpation, dysrhythmia, sweating, and shaky knees approximately 15-30 minutes later. The patient indicated she tested her blood glucose with the subject meter while experiencing the reported symptoms and obtained a result of "46mg/dl". At the onset of her symptoms, the patient stated she administered self-treatment by consuming bread and grapes; the patient felt better 10 minutes later. During troubleshooting, the csr verified the subject meter was set to the correct unit of measure setting (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.